Event description:
It was reported that, during a lung segmentectomy, after firing was pressed, the reload stopped and the jaw opened unexpectedly and a part of reload came out. An attempt to reverse articulation was reported to have resulted in a component from the reload disengaged. It was reported that all control buttons were non-responsive, and the reload could not be detached from the adapter. The device was replaced with manual stapler to resolve the issue. The procedure was extended. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egia45avm egia 45 artic vasc med sulu (lot#: p5d1253) sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6)) sigpshell, sig power sigpshell control shell (lot#: n5b1566y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a lung segmentectomy, after firing was pressed, the reload stopped and the jaw opened unexpectedly. An attempt to reverse articulation was reported to have resulted in a component from the reload disengaged. It was reported that all control buttons were non-responsive, and the reload could not be detached from the adapter. The device was replaced with manual stapler to resolve the issue. The procedure was extended. There was no patient injury.